Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-arthroscopy surgery, the suture thread broke. The surgeon had to re-closed the wound to resolve the issue.